Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch (lss) with a competitor device. A request for additional information has been made; however, no further information obtained from field representative. The rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.